Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported no delivery alarms and high blood glucose. He stated he put the insulin pump on yesterday and there is still half a reservoir of insulin left. The device has not been delivering since yesterday. Last midnight, customer's blood glucose was 411 mg/dl. He is treating with manual injections. Customer was advised to do a complete set change. Customer's current blood glucose is 469 mg/dl. The drive support cap appeared normal. There was no air in the tubing. Insulin exited during the manual prime. There was no leak. The settings and history are correct. The device passed the self test. The cannula was not bent. Customer was advised that high blood glucose levels are often caused by site or set issues. Customer mentioned that this is the first time he inserted in his leg. He was told to monitor the issue and call back if it persists. Nothing further reported.